Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for f/u question. The following complaint was classified based on info obtained from the lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on november 11, 2009, alleging a battery door issue with her onetouch ultra meter. She stated that the reported issue began a couple of years ago. She claimed that she developed dizziness and frequent urination as a result of the reported issue; however, it is unclear if the battery door issue affected her ability to test with her meter. The pt's reported symptoms suggest hyperglycemia. The pt denied receiving any form of treatment. No blood glucose results were reported. It would have been helpful to know how often the pt tests her blood glucose levels, what diabetes medications she takes, if any, and if the battery door issue affected her ability to test with her meter. It would also be helpful to know if and when her reported symptoms were treated. According to the troubleshooting performed with customer service, there was no indication of misuse. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury after the alleged battery cover issue began.